Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory had an observation relating to svt detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a recorded episode, the device did not detect the patient's rhythm appropriately as the patient was in a dual tachycardia but the device detected it as ventricular tachycardia. The episode terminated on its own. The device remains in use. No patient complications have been reported as a result of this event.